Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2005. It was reported that the ipg would no longer communicate with the programmer or charger. The system was explanted and replaced with a competitor's device on (B)(6) 2007. Follow up on the pt found that no further issues have been reported. The explanted ipg was not returned to ans for eval. No further info is available.